Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the customer had a high blood glucose but not hospitalize. The customer's blood glucose level was 600 mg/dl. The customer was treated with insulin pump and syringes. The troubleshoot was performed. The customer also had a low blood glucose but not hospitalized. The customer's blood glucose level was 63 mg/dl. The patient was treated with food. The patient has been experiencing low blood glucose for overnight. The customer was advised to monitor insulin pump and follow up with healthcare provider in regards to low blood glucose. The customer reports that the insulin pump was expose to moisture. The custom's mother reports that father seen a leak near tubing connector and did smell insulin in the insulin pump. The customer was advised to monitor insulin pump.